Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The warehouse assistant reported that two packs of 6197-1-010, lot tjt060. During the inspection at the distribution site, they noted that the products were damaged. The vials with the liquid part of the cements were broken and there was leakage of liquid.